Event description:
It was reported that during a sigmoidectomy procedure, the hand activation buttons would not work. Another like device was used. There was no pt ocnsequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.